Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the shoulder pack (unknown lot number) was not returned for analysis. A review of the device history record was not performed as the reported event and analysis are not related to a manufacturing or servicing issue and the device lot number is unknown. Visual evidence provided by the site revealed damage to the fabric of the shoulder pack. As a result, the reported event was confirmed. Applicable risk documentation and experience with events of similar circumstances were considered; a possible root cause of the reported fabric damage event may be attributed, but not limited, to wear and/or the handling of the pack. CAPA pr00519581 was created to investigate damaged packs. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device (vad) patient's shoulder pack was damaged and the fabric was falling apart. The shoulder pack was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.